Event description:
A hospital reported that, when retrieving stored patient video images on occasion, the wrong patient video image would be retrieved. No injuries or complications were associated with this event.